Event description:
It was reported that high impedance measurements were detected when interrogating the left sub clavicular deep brain stimulation (dbs) implantable pulse generator (ipg) resulting in inadequate stimulation. The patient underwent a revision procedure where an open diagnostic test was carried out with direct interrogation of the system via external cables. Through this diagnostic testing it was confirmed that the high impedances were exclusively due to the ipg. The ipg was replaced. The patient remained in the hospital for a while postoperatively and was later discharged. Additional information was received indicating that the inadequate stimulation the patient experienced resulted in less control of parkinson disease symptoms. Clarification on the ipg location was also provided as it was implanted subcutaneously before replacement. The correct explant date was also provided.

Event description:
It was reported that high impedance measurements were detected when interrogating the left sub clavicular deep brain stimulation (dbs) implantable pulse generator (ipg) resulting in inadequate stimulation. The patient underwent a revision procedure where an open diagnostic test was carried out with direct interrogation of the system via external cables. Through this diagnostic testing it was confirmed that the high impedances were exclusively due to the ipg. The ipg was replaced. The patient remained in the hospital for a while postoperatively and was later discharged.